Event description:
A patient fingers became caught between the cradle and table of the mr system as it was moving out of the magnet, resulting in lacerations to the third and fourth digits of the left hand and the third digit of the right hand. Only the right third digit required sutures.

Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6 h3: ge healthcareâ s (gehc) investigation has been completed. It was determined that the shimming bumper, which is intended to eliminate the gap between the tabletop and the magnet front bridge, was not installed during system installation. This resulted in an excessive gap that allowed the patientâ s fingers to become pinched when the tabletop moved out of the magnet. The system was corrected by installing the appropriate shimming bumper to bring the gap into specification. The root cause was identified as gehc service personnel not following the approved service procedures during installation. Gehc documentation, specifically the signa premier installation manual, describes the correct procedures to be followed. No further actions are planned by gehc.